Event description:
A customer in germany reported that a tracheostomy cannula is defective. He described the cannula as "edgy" and stated that "the little tube for the cuff is not flush mount in the cannula but is prominent". Pt involvement is unk at this time, but the report indicates the defect was discovered prior to use and that the end-user (pt's father) did not use the product.

Manufacturer narrative:
Covidien has requested return of the device. (B)(4).

Manufacturer narrative:
One box of fenestrated low pressure cuffed tracheostomy tube part number 10fen was received for evaluation, lot number of the tube is 120701641x. A visual inspection was performed and it was observed that the outer cannula is assembled properly. The inflation line was also assembled properly. The white connector inner cannula was inserted into the outer cannula and the distal end of the inner cannula protruded 0.013 inches out of the outer cannula. This protrusion is within tolerance. The edge of the distal end of the inner cannula also was observed to be normal, no sharp edges. No sharp edges were observed on the sample. (B)(4).